Manufacturer narrative:
One therapy cool flex ablation catheter was received for evaluation. The cause of the leak in the catheter is due to a fracture in the fluid lumen caused by a kink in the strain relief of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leak in the catheter is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure a leak was noted from the ablation catheter. While utilizing the catheter a saline leak was noted though the temperature and irrigation were unchanged. A new catheter was used to complete the procedure. There were no adverse patient consequences.